Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during incoming inspection, the customer reported an unidentified black object inside the packaging. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device evaluated by manufacturer? Awaiting device return.

Event description:
It was reported that during incoming inspection, the customer reported an unidentified black object inside the packaging. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.